Event description:
Patient accidentally inserted an empty cartridge when completing a cartridge change on (B)(6) 2011, and the infusion device did not provide an alert or error message. Blood glucose elevated to 20 mmol/l (360 mg/dl) on (B)(6) 2011 at 7 a.m. Patient became sick, and her sister contacted the hospital. Patient lost consciousness, had diabetic ketoacidosis, and experienced elevated troponin values and cardiovascular complications. Patient was admitted to the hospital and treated with an insulin infusion. She spent 2 days in the "monitoring station" and another 5 days in the cardiovascular department and was discharged from the hospital on (B)(6) 2011. Infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained,it will be provided in the supplemental report.